Event description:
It was reported that a physician implanted two x-stop devices into a pt at levels l3-4 and l4-5. After turning the pt to a supine position, the patient "coded". CPR was performed and the pt was successfully resuscitated. The pt was seen immediately by a cardiologist. Reportedly, the "patient is doing fine." No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative. Additional lot number: 070207.